Event description:
On (B)(6) 2012, the patient contacted animas and stated the he experienced a blood glucose (bg) value of 400mg/dl with moderate thirst and frequent urination. The patient reportedly corrected the bg via the pump. The patient stated that he has left the insulin vial in the car over night several times and the insulin may have been cold. The patient was reportedly concerned if the pump was delivering the basal correctly. Customer support (cs) reviewed the pump with the patient and no basal delivery issues were noted with the pump. Cs advised the patient to follow the protocol on how to correctly store insulin. There was no indication of a pump malfunction, the pump is not being returned and the patient remained on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event as the patient may have been using cold insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed data starting on 02/19/2014. The black box data from the time of the event was unavailable for review, as it had been overwritten due to continued pump use. A review of the current black box and history showed no errors, alarms, or warnings related to the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump successfully passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, the force sensor calibration was found to be out of specifications.